Manufacturer narrative:
D4 UDI: as the lot# is unknown, the UDI will consist of the primary di number only. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp three lead catheter extension set leaked. The reporter stated that the "drip that was leaking was a paralytic". It was further reported that the patient required increased sedation to maintain stability until the leakage was identified. No additional information is available.